Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed. Customer¿s blood glucose level was 157 mg/dl.